Manufacturer narrative:
The customer reported complaint of console slow cooling was not confirmed during the initial functional testing, however, was confirmed during the archive review data. The probable root cause is the fluctuation of the temperature of the patient during the treatment. The thermogard is working according to specifications. During the visual inspection, no physical damages were observed. The thermogard xp ivtm console passed initial functional testing without any fault or error. The customer reported issue could not be reproduced. Per analysis of the event log, during the patient treatment in controlled rate mode, there was a fluctuation in the temperature. However, the console was performing within specification during the whole treatment. The thermogard was tested and passed all the testing criteria and functioned as intended. .

Event description:
During ivtm therapy, the customer reported that the themogard ivtm console was insufficiency cooling the patient. Customer used a different thermogard console and continued with the ivtm therapy. No known impact or consequence to patient information was provided.